Manufacturer narrative:
The reported event was confirmed during the device evaluation. Upon visual inspection, the device was found to have third party repair. The device was repaired and returned to the user facility.

Event description:
It was reported that during a procedure at the user facility the cordless driver 3 was stuck in the "on" position and running without user activation as soon as the battery was inserted. The procedure was completed successfully with no delay reported. No further information was provided by the user facility.